Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) to evaluate device performance on the implantable cardioverter defibrillator (ICD) during a ventricular tachycardia (vt) episode. The device recorded abnormal under sensing behavior, including fluctuating rhythm classification values and inconsistent beat amplitudes. Although the associated right ventricular (rv) lead is a non-boston scientific device it was identified as a potential source of the issue, the ability of this device to accurately detect and respond to arrhythmias may be compromised under these conditions. Ts recommended further evaluation to determine whether device reprogramming or hardware intervention is necessary to ensure appropriate sensing and therapy delivery. This device remains in service. No adverse patient effects were reported.